Manufacturer narrative:
Other, other text: d3, g1,2 email is: regulatory.responses@icumed.com. One device was returned for evaluation. Visual inspection revealed the top case chipped in both front corners and cracked under the tube holders, cracked bottom case, and cracked right plunger case. Review of the event history logs showed no alarms pertaining to the reported error 907. Functional testing was performed but the 907 error was unable to be replicated; the report of multiple cracks was confirmed via visual inspection. The root cause of the reported issues was unable to be determined. The top and bottom cases were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device exhibited multiple cracks and error 907. Patient involvement is unknown.